Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The mfg records for this lot have been reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
After the neuron delivery catheter 070 was removed from the package, it was inspected and noted that the distal tip was damaged.